Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via call high blood glucose level was found. The customer's high blood glucose level was 588mg/dl. Patient's current blood glucose level was 545mg/dl. Customer tried to deliver a bolus but got a no delivery alert. The insulin pump will not return for analysis.